Event description:
The penumbra system separator wire and corresponding catheters kinked and would not deploy. The physican did not provide any additional details regarding this event. This MDR is associated with mdrs 3005168196-2012-00064 and 3005168196-2012-00065.

Manufacturer narrative:
Device investigation: results: the 23 most distal centimeters of the catheter are flattened and stretched. The marker band is missing from the distal tip. The catheter is incomplete and nonfunctional. Conclusion: the damage observed is consistent with both use and post-procedural handling. However, without further detail about how the products were being used and the circumstances of the case, we cannot determine what damage is related to the complaint. The complaint described difficulty deploying the catheters and separator during the case. If the lumen of the catheter(s) became compromised in anatomy, this would cause difficulty advancing devices such as the separator to the treatment site.